Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had been admitted to the emergency room on (B)(6) 2026, with diabetic ketoacidosis (dka). The patient was not able to provide their blood glucose level or specify the duration the pod was worn. The patient¿s mother reported that the pod kept switching between manual and automated modes during nighttime hours. Symptoms reported include ketone levels of 1.1. The patient was treated with intravenous insulin. The patient was released the following day on (B)(6) 2026.